Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The reported problem was confirmed via logs but was not replicated in-house testing. The usm was tested in normal mode and triggered no errors. The unit passed all required tests. The issue is associated to a component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however, proactively replaced the universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) during an ongoing procedure to report that the used sureform 60 stapler (sn:(B)(6)) was not properly working. It was not possible to staple after grasping the tissue. The caller reported that they faced that issue before. The tse monitored the foot pedal activity while the surgeon tried to use the stapler to rule out a user induced fault. The tse recommended as the fastest solution to reseat the sterile adapter on the affected arm, to verify its proper alignment, verify that all discs were spinning and to try another sureform 60 stapler with another lot number. The problem persisted. The caller stated that during this surgery also the vessel sealer instrument was not working properly on universal surgical manipulator (usm) 4 but worked on usm 2 without any issues. The tse recommend swapping the stapler to another arm as well, but surgeon made the decision to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system was checked before use. The da vinci procedure was converted to laparoscopy because the stapler and the vessel sealer did not work on the arm 3 and 4. The laparoscopy was successfully completed. The patient recovered well from the operation and post-operative treatment and has since been discharged.